Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced insulin flow block alarm due to bent cannula event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for two days. No further information available.